Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a damaged battery . This condition has the potential to cause an interruption of delivery. It is unknown when this event occurred. The facility representative did not know if there were any reports of patient involvement, patient injury or medical intervention. No additional information is available. The user interface module master software version is - colleague 2006(5.09.90).

Manufacturer narrative:
(B)(4). A service history review revealed that this device was previously serviced for the reported condition. During previous services, the main batteries and battery harness were replaced.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced. The cause of the reported condition was determined to be depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A follow-up report will be submitted if any additional details become available.